Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a 57-year-old female patient sample. The following data was provided (customer¿s reference range for female <14 pg/ml): on (B)(6) 2026 sample ID (B)(6) initial result = 111.8 pg/ml, repeat result = <2.7 pg/ml, repeat result on another instrument = <2.7 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Section a patient information: refer to section b5 for complete patient information.